Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior cervical fusion surgery at location c3-t2, the tip of the screwdriver broke while inserting the screw into t1. There was no adverse event for the patient and the surgeon removed the screw and completed the surgery using another screwdriver and screw. There was a 1 minute time extension in surgery. Nothing was left in the patient

Manufacturer narrative:
The modified qc driver with sleeve was returned for evaluation. Visual inspection revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the part. Scanning electron microscopy (sem) found evidence of a quasi-static torsional shear failure starting at the hexlobes and extending around the center of the shaft. Additionally, no material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12 month review of the complaint trend analysis for the modified qc driver was conducted on the specific code from the complaint as there is no device family for this instrument. This analysis found no emerging trends. The root cause of the quick-connect screwdriver tip becoming fractured cannot positively be determined. However, the sem fracture analysis results show evidence of a quasi-static torsional shear failure starting at the hexlobes and is extended around the center of the shaft. No corrective action/preventive action (CAPA) is necessary at this time as there have been no material defects or other abnormalities observed in the fracture analysis report. Additionally, no observed systemic trends were identified. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.